Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 05/16/1999. On may 26, 1999 medical treatment was sought for injection at the ear piercing site. The abscess was incised and drained and intravenous antibiotic was given.